Manufacturer narrative:
At this time, vyaire medical has not received the unit. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that a patient passed away. It is unknown if the patient was on the unit at the time of their death, however, the customer would like to have the event trace log evaluated. At this time, there is no report nor allegation of a malfunction against the ventilator.